Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2004 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-00481 and 00482.

Manufacturer narrative:
Based on the medical records information it appears the patient experienced cardiac arrest in her home, was resuscitated but, subsequently expired next day according to the medical records, the patient's last dialysis treatment was approximately 2 days prior to this event . According to the physician notes, the patient "has hyperkalemia which most likely caused the arrest." Eeg showed that patient had anoxic encephalopathy. Patient expired after going into asystole. Note an autopsy report was not included and does not indicate that it was performed. The patient was on intravenous antibiotics for an elevated white blood count and infection of significance, prior hospital admissions were noted. The patient was admitted twice to the hospital approximately two weeks prior for a clotted graft. There are no medical records from these hospital visits. During the most recent hospitalization, the patient was treated with intravenous antibiotics, a vascular revision was performed and a quinton catheter was placed. Patient was discharged. Two days post hospital discharge (with no dialysis in between), the patient experienced a cardiac event and subsequently expired. There is no documentation in the medical records that show a causal relationship between the patient's use of granuflo and the patient's cardiac arrest and death. Documentation reveals patient was not receiving dialysis at the time of her cardiac arrest. Death certificate and physician notes reveal that the patient's death was cardiac arrest caused by hyperkalemia, chronic renal failure and anoxic encephalopathy. A historical record review of the production lots during a three month time frame from the time of event for this client has been requested. A supplemental report will be submitted upon completion of the investigation.

Event description:
Medical records received from plaintiffs attorney. Patient was two days post hospital discharge for a clotted graft and feeling extremely weak. Upon returning from her toilet at home, the patient collapsed paramedics were called and found the patient was in full arrest. The patient was down for approximately 10 minutes with no cardiopulmonary resuscitation. An endotracheal tube was established by paramedics on scene. En route to the hospital, emergency medical technicians performed cardiopulmonary resuscitation. Paramedics administered two doses of epinephrine and two doses of atropine through her endotracheal tube. Patient presented at the emergency room in full arrest, with no pulse and being bag ventilated. Patient was also hyperkalemic. Cardiopulmonary resuscitation and advanced cardiac life support protocols were initiated. An intravenous line was established and patient was administered epinephrine, atropine, additional bicarbonate, calcium carbonate and insulin. Patient slowly returned to spontaneous circulation. Patient had good blood pressure for 10 minutes and it started dropping again. Patient also became bradycardic and was given additional atropine, epinephrine and bicarbonate. The patient was stabilized and admitted into the intensive care unit and placed on a ventilator and intravenous antibiotics. Her admitting diagnoses were status post cardiac arrest at home, renal failure, hyperkalemia, and rule out acute myocardial infarction. The patient was determined to be brain dead. The next day, the patient's blood pressure dropped, patient went to into bradycardia and eventually in asystole patient was pronounced expired.

Manufacturer narrative:
The alleged complaint event is considered not confirmed as a sample from the reported complaint event was not made available for evaluation nor was the specific product formula and lot number used during hemodialysis treatment identified. A search could not be conducted due to the sales search does not contain records as far back as the time frame ((B)(6) 2003 - (B)(6) 2004) of the alleged complaint event. A retrospective record review did not identify any product nonconformities to contribute to the event. Naturalyte dry pack bicarbonate are manufactured to meet the association for the advancement of medical instrumentation requirements using validated processes, and released based on a determination that the finished product met those requirements. A conclusion regarding the involvement of the product could not be determined without a physical examination of a complaint sample. Upon receipt of additional information, a supplemental report will be submitted.